Event description:
It was reported that "when the catheter was being inserted, it broke, the tip cracked". The catheter was replaced and the patient had no harm or injury.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, customer provided one photo for analysis. The photo displays the catheter partially severed by the needle. The customer report of a split/torn catheter was confirmed, however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "when the catheter was being inserted, it broke, the tip cracked". The catheter was eplaced and the patient had no harm or injury.